Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having severe ongoing dry cough , coughing up blood. The patient alleged having granulation tissue in lungs, found on bronchoscopy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having severe ongoing dry cough , coughing up blood. The patient alleged having granulation tissue in lungs, found on broncoscopy. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation observed dust/dirt contamination on top and bottom enclosures, sd cover flip door, accessory module flip door, ui panel, blower box upper cap, blower box, blower, blower outlet seal, rear panel, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation.